Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's battery pins and rear case, which resolved the reported issue. The device was returned to the customer for use.

Event description:
A stryker service representative during routine inspection, observed a battery pushed in making intermittent connection. In this state, this could create a potential loss of power and create a delay in defibrillation therapy if needed. There was no patient involvement in this event.